Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering insulin as intended when the screen was off. No troubleshooting was performed, as this was an issue that customer had alleged and could not be confirmed. Customer was able to deliver a bolus successfully. Customer's blood glucose level was 90 mg/dl.